Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination valve, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: delamination partial of the valve. Based on the device analysis the final assessment is a delamination partial of the valve(adhesive failure).

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.